Event description:
Difficulty was experienced during attempts to inflate the balloon; it expanded totally from the proximal end (opened like a doggy-bone, distally) as it was being deployed. The balloon looked deformed as it expanded; the stent appeared to move forward.